Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. The patient's pump got "infected really bad" and they decided to take it out, and the infection continued. The patient's body was "destroyed after the surgery", and she was bruised on the entire side of her body. Infection was associated with implant. The total system was explanted. The patient was unsure when the pump was explanted. The patient spent 8 days at the hospital, and they sent nurse to put in a pic line to give her intravenous medication. The patient also mentioned an emergency room trip after implant. The patient mentioned they were supposed to fill the pump with "lidocaine or something" but the medication was left at the hcp's office, so the pump did not get filled for 4 days following the implant. The infection was being addressed by the hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient stated they were permanently disfigured and had deformities. The patient¿s left foot has turned inside and the patient guessed a severe neurological dysfunction because the patient was having migraines. The patient¿s face twitches, their right hand shakes and doesn't want to lift up. The patient¿s left side, their ankles and feet are ¿blown up¿. The patient was just devastated because they didn¿t have anything like this before the surgery. The patient stated they had severe pain and had problems with their health and disabilities but never this ¿stuff¿. The patient was at a loss and didn¿t know what to do. The patient stated that they went ahead and took the pump out after they had x-rays of the patient¿s leg and buttocks, stomach and other areas but they never concluded anything. The patient stated that they first said it was the patient¿s diabetes that caused this, the infection and problems. Next they said was that the patient¿s body couldn't take the morphine, then they said it was the patient¿s obesity which caused problems. The patient stated ¿ I¿m supposed to suffer for the rest of my life with more disabilities that were more painful because he didn¿t realize I was fat?¿. Per the patient they were not obese they have a stomach situation from after a surgery where the patient¿s stomach was ¿just a little bit¿ it was not beautiful but ¿in no way shape or form¿ was she severely obese or anything. The patient was at a loss. The patient can¿t walk now and the patient couldn¿t hold up their right hip, it kept falling. The patient¿s teeth were not adjusted right and her whole face was messed up. The patient further stated tha they still rock because of the nerve pain. The patient¿s sight was off and she was having blurry vision. The patient stated it seemed like it had to be a neurological dysfunction. The patient used to be able to at least walk and stay on their feet for a while. The patient used to make jewelry but now their arm folds over and shakes like a paraplegic. The patient was upset because it was sup posed to be a simple outpatient procedure and had turned into a nightmare. The patient stated that their whole body was black like they got hit by a truck.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that the implant procedure was performed, but they awoke one day later ((B)(6) 2015), still in the hospital, and were told by the health care provider (hcp) that there were complications with surgery. They were unaware that the patient was so obese, and they had a difficult time implanting the pump. The patient had to be admitted to the hospital, where she spent 2 days. During that time, she was told by the hcp that the pump was filled but was not sure what it was filled with. The hospital staff only provided her with 1mg of dilaudid, which was difficult for her because she was currently on methadone. They also forgot to provide her diabetes and lyrica (fibromyalgia) medications and never performed a wound check; her incision areas were black, red, and very sore. The patient had a terrible migraine and numbness in her hands. After the patient was released from her 2 day stay at the hospital and arrived at home, she felt numbness in her left leg and could not feel her left ankle (which became very swollen). It started moving to her right leg and ankle which consisted of a "pins and needles" feeling. Because of the issues with her legs and ankle, she ended up stepping awkwardly. This caused her to injure her left ankle, which became very swollen. The patient started to feel cramping in her right hand and eventually started to lose use of it. At that point, the patient re-admitted herself to the hospital again on (B)(6) 2015. The patient stayed in the hospital for a day and a half, and tests were done. The patient was in awful pain and begged the staff to contact the hcp to call in pain medication. She recalled them insinuating that she was back to ¿med seek¿ and questioned her about her methadone use. They made comments about her being an ex-heroin addict, which she stated she was not. The patient was very distraught and planned on reporting the hospital and staff. The patient was released again and sent home. The patient was still having issues but now with full body cramping, and her right eye and lips were twitching. Her hcp urged her to go to the emergency room. She was admitted again for 3 days where they ran more tests, but the patient was not informed of the results. The patient was due to see the hcp on (B)(6) 2015 for follow up. The indication for use was non-malignant pain. Drug information on the medication being delivered by the system was unknown. Diagnostics performed, actions/interventions taken, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.